Event description:
It was reported that there was noise on the right ventricular lead. The device was reprogrammed and the lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2009; (B)(4) implantable cardioverter defibrillator (B)(6) 2009. (B)(4).